Event description:
Reportedly, mesh erosion occurred. No medication administered, mesh erosion-vagina area reported, but it is easily tolerated. A segment of tape removal was performed at an office. No further surgery was performed or required. The issue is resolved.